Event description:
The customer reported that the system would make x-rays for one second after the button was released. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The service rep performed a positive operational test of the system, and was found to be working as intended and put back in service.